Manufacturer narrative:
Additional information received indicated the patient was brought into the clinic and shocking impedance measurements had returned to normal range. Attempts to produce noise were made and could not be created. There are no plans for additional intervention at this time.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Event description:
Boston scientific crm received information from a latitude red alert that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead displayed a low shocking impedance measurement less than 20 ohms. It appeared to be a one time occurrence. All other lead diagnostics were within normal range. There was no noise on the presenting electrogram (egm) or any of the stored egms in the arrhythmia logbook. To date, there have been no adverse patient effects reported.